Event description:
The following complaint was reported: it was impossible to deflate the balloon; when they cut the shaft it was possible to deflate the balloon. The nurse reported that itis stiffness at the shaft near the y part circled in black.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. Product was received on (B)(4) 2013 in two pieces. The lower shaft containing of bespak valve and green preprinted shrink sleeve carrying info as per toray specification measuring approximately 211 mm long with the catheter shaft was circle with black ink. The upper shaft is 207 mm long. Product showed no sign of material degradation or discolouration. The catheter shaft was circled with black ink situated approximately 23 mm away below the inflation funnel junction. A "depression mark" similar to a clamp mark was observed at the reinforcement section situated 13 mm away below the inflation funnel junction. Attempt to flush air into the inflation funnel via a luer tip syringe inserted into the valve was not possible as air tends to retain in the inflation funnel upon inflation. Attempt to gradually insert a fine nylon wire into the inflation lumen of the catheter when the inflation funnel was cut off is also not possible due to obstruction beneath the clamped mark. Obstruction at the affected area was further confirmed when the catheter shaft was carefully cut opened and examined. The inflation lumen wall of the catheter was found to have totally collapsed and the drainage lumen had also distorted. No sign of stiffness was observed at the catheter shaft. No obstruction could be detected at the "y" site of the inflation funnel junction when the lumen at the said area was gradually inserted with a fine nylon wire. The inflation funnel junction was carefully cut opened and examined. The "y" site of the inflation funnel junction was free from obstruction. The upper shaft was closely examined. No sign of visual defect could be observed. Balloon could be easily inflated with 18cc of ait via a hypodermic needle connected to a luer tip syringe inserted into the open end of the inflation lumen. No sign of collapse inflation lumen was observed when the balloon was inflated with air. Deflation was easy and normal when the syringe set was removed. Similar results were obtained when test was repeated for three times. Test was repeated by inflating the balloon with 18 ml of water. No sign of collapse inflation lumen was observed. Deflation was also easy and normal. Water drained completely from the balloon within 18.3 seconds and thus, considered acceptable as per lab test specification. Inflation hole was of normal size and free from collapsed or debris. Malfunction of the product was due to obstruction of the inflation lumen caused by the clamping of the catheter shaft most probably induced during catheterization process thus restricting the deflation process. No add'l pt/event details have been provided to date. Should add'l info become available a follow-up report will be submitted.